Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked on 2 occasions. The following information was provided by the initial reporter: this is a report about blood leaking out of control plug. According to the customer's report, after catheter placement and needle withdrawal, blood leaked from the blood control valve.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-08. Investigation summary: bd received twenty one unopened 24 gauge insyte autoguard blood control units from lot 0216661 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the units but one of the units was already retracted. Next, the septums were inspected any damage but no damage was found. Finally, the units were tested for leakage beyond the septum but no leakage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no issues were found during inspection a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked on 2 occasions. The following information was provided by the initial reporter: this is a report about blood leaking out of control plug. According to the customer's report, after catheter placement and needle withdrawal, blood leaked from the blood control valve.